Event description:
Sorin group received a report that during the procedure, the perfusionist was unable to achieve any suction through the reservoir. Upon inspection, the perfusionist found that the vacuum ports of the reservoir were occluded. The perfusionist bypassed the occluded ports by connecting to the priming port to obtain suction and completed the case. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the dideco compact flow evo reservoir. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). There is no 510k number for the dideco compact flow evo reservoir as it is not distributed in the united states. However, the reservoir is representative of the synthesis reservoir which is marketed in the united states. The 510(k) number of the synthesis is k073380. The facility reported the incident to the country's competent authority. This medwatch report is being filed as a result of this action. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.